Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced neck pain and mild pulmonary edema a few days after a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure. The patient was admitted to the hospital and given medication. The crt-d remains in use. No further patient complications have been reported as a result of this event.